Manufacturer narrative:
Blank fields on this report indicate the information is unknown or unavailable. (B)(4). Event is still under investigation at this time.

Event description:
Limited information was provided stating: the cook blue rhino (percutaneous trach) product was used on a critical care unit patient. The device was placed in a subcutaneous position instead of in the trachea; resulting in significant subcutaneous emphysema. Additional information was requested by the district manager; however, no further details were made available.

Manufacturer narrative:
Investigation - evaluation : a review of drawings, manufacturing instructions, instructions for use, and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A device history record review could not be performed as the complaint lot number was not provided. The documentation was reviewed for all cook blue rhino tracheostomy dilators, including drawings, manufacturing instructions and quality control steps and no gaps were found in the device master record. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: warnings: "exercise care to ensure that the components used in each step are properly positioned within the trachea. Improper placement of the components may lead to potentially life-threatening injury." Additionally, precautions include "bronchoscopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilators and tracheostomy tube" based on the information provided, no product returned and the results of our investigation, user error caused or contributed to the event. Per the quality engineering risk assessment no further action is required.